Event description:
Home pt reports supply bag fell off table during automated peritoneal dialysis treatment. Home pt went to pick up bag and homechoice set spike came out of bag. Home pt reports that she took a new solution bag and used same set spike into bag. Home pt then rec'd alarm on device and called baxter technical asst ctr. Due to improper use of set, home pt was instructed to discontinue treatment at this time and reports no injury and no medical intervention.